Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -10.50/2.00/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was exchanged for a same model and size but different diopter lens. The replacement lens resolved the problem. Cause reported as user error. Device did not fail to perform as intended.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: d9:29-dec-2022. H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).